Event description:
It was reported that the patient experienced low and high blood glucose with values of 69 mg/dl and 237 mg/dl, while using the ilet, and a caregiver called to ask whether to adjust the pump; they were advised that insulin delivery suspends during low glucose and no pump action was required. Symptoms included hypoglycemia requiring oral glucose administration. Outcomes included resolution at home without medical intervention. Investigation included a review of device data and usage patterns. Investigation of this case revealed the patient did not perform meal announcements, which likely led the system to overtreat a prior hyperglycemic episode and contributed to subsequent hypoglycemia. It was concluded that the device functioned as designed and that user behavior related to meal announcements contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.